Event description:
Fifteen (15) minutes after an insulin injection using a new needle, the patient reported redness, swelling, and discomfort at the injection site. The patient noted that the injection site was prepped using alcohol beforehand.

Manufacturer narrative:
Fifteen (15) minutes after an insulin injection using a new needle, the patient reported redness, swelling, and discomfort at the injection site even when the injection site was prepped using alcohol beforehand. A review of production records showed no abnormalities or deviations from the validated manufacturing process. Bioburden, endotoxin lal,and irradiation certificate associated with the product were all reviewed and no anomalies were found. Pen needles were tested for biocompatibility according to iso 10993 and passed. No device issues were detected.